Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of a thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. After deployment of the tag device, intra-operative imaging showed the left common carotid artery (lcca) partially covered by the device. Reportedly, the guidewire had not been along the greater curve of the aortic arch during deployment, resulting in the unintentional partial coverage of the lcca. A bare metal stent was implanted in the lcca, resulting in restored patency to the artery. Final angiography showed exclusion of the aneurysm and the patient tolerated the procedure.